Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling multiple cartridges with insulin during the loading sequence and one cartridge leaked. There was no reported adverse impact to customer's blood glucose. Reportedly, customer changed cartridge to resolve the issue.